Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d118 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, bag leak. No trend was detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Not returned to manufacturer.

Event description:
The customer reported a treatment bag leak after taking a sample from the bag. The customer stated that for all of their treatment procedures, they take a sample from the treatment bag in order to analyze its leukocyte content before proceeding with the treatment. After they took this sample from the luer lock of the treatment bag, using a syringe, they noticed that the port of the treatment bag was dripping a small amount. The customer elected to continue the procedure and stated there were no issues and the patient was in stable condition. The customer stated that this same issue occurred during two different treatments. The other incident has been reported under medwatch 2523595-2015-00327. In an update on (B)(6) 2015, the customer stated that when they drew the sample from the treatment bag, the port of the bag dripped with some drops but not continuously until the end of the treatment. The customer decided to continue with the treatment as they did not consider that the sterility of the kit was breached. The customer has elected not to return the kit for investigation as it had already been discarded.